Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that there were worn gear/incomplete mesh. The event timing was when the device was used on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.no adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023 -00114. DHR was reviewed and no discrepancies related to the reported event were found. Review of the most recent repair record determined the device was producing an incomplete mesh; out of calibration and damaged gears, roller, comb, side plates, and bearings. The roller, gear, comb, side plates, and bearings were replaced and the device was recalibrated. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.